Manufacturer narrative:
(B)(4). Initial reporter exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the distal end of the insufflation tube was broken on the cannula of the vasoview hemopro 2. There was virtually no delay to the procedure, as a second kit was opened. No injury was reported.